Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles detached from the holder when a tube was applied. Recollection of the sample was completed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary : bd received one shelf pack of customer samples for investigation. Twenty of these samples underwent functional tests and visual inspections for defective locking mechanisms, hub/collar separation, and damaged threads. All 20 tested returned samples passed the tests, showing no signs of damage, proper activation and opening of the safety shield, and undamaged threads. Additionally, 20 retained samples underwent similar functional tests, and 30 retained samples were visually inspected for damaged threads. All retained samples also passed their respective tests, with no signs of damage, proper safety shield functionality, and intact threads. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles detached from the holder when a tube was applied. Recollection of the sample was completed. No adverse impact was reported regarding the patient or user.